Event description:
It was reported that the patient presented to the emergency room complaining of chest pain after a fall. Upon interrogation, it was noted that the right atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.